Manufacturer narrative:
Note: product reference 4430018 is not cleared in USA, but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Evaluation of the device: we received for investigation the involved celsite access port. 6.8 cm of the catheter is still connected to the access port with the connection ring. The distal part of the catheter measures 16.4 cm. The catheter is flattened, ovalized at the level of the rupture. This demonstrates that the catheter was pinched at this level. The catheter was observed and measured: it complies with the specifications. No manufacturing defect is visible. Conclusion: - the catheter was broken 6 cm from the access port housing, - the catheter is flattened at the level of the rupture. The aforementioned element allows us to hypothesise that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is a pinch-off syndrome. Only the examination of the x-ray pictures and the implantation approach could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing the catheter via the subclavian route. This does not seem a device related incident. Consequently, no corrective action is envisaged.

Event description:
Rupture of the port catheter tube at the patient was observed by user. Another access port has been implanted.